Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Educated patient on restarting the smart device and to clear system memory reset. The reported issue was resolved during trouble shooting. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 04/20/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.